Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient's pump is completely not working. There was no additional information at the time of this report. There is no reported adverse event with this complaint. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: the pump powers on with audible and vibratory sounds. The display lens had a pinkish contrast to it and was found to be scratched. The keypad is fully intact and all keys responded appropriately. A full rewind, load and prime sequence was performed with no issues. The piston cap was observed to be missing in the cartridge compartment. There were no alarms during testing. The pump cover was removed and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration. There was no evidence of internal moisture or damage to the pcb or internal components was observed. Investigators were unable to duplicate complaint of pump is completely not working during the investigation. This medwatch submission was originally transmitted on 08/16/2013, but the submission was unable to be accepted due to a db processes issue in the FDA electronic submissions gateway (esg) production system. The FDA esg team has requested that this submission be re-transmitted. The submission date for this report is 08/16/2013 and the submission will not be considered late.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.